Event description:
A doctor reported that during a surgery they had an inaccuracy of 4-6mm. There were inaccuracies at all levels found at post-op spin using all navigated instruments. A second surgery was not required as the doctor was able to reposition the screws with regular fluoro during surgery. The case was completed using the stealthstation. The pt was doing fine.

Manufacturer narrative:
As per site rep, hospital could not provide pt weight. The sys was evaluated at the site. The accuracy was found to be less than or equal to 2.0mm. The reported issue was not able to be duplicated by medtronic personnel. The sys was fully functional and the sys checkout showed no anomalies.